Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopy, on stapling the lung tissue, the stapler was used successfully on the two reloads. On the third reload, the stapler did not fire. The surgeon was able to press the green button but could not squeeze the handle. Another device was opened to resolve the issue. There was no patient injury.